Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient didn't like the position of their ipg. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was explanted and replaced and moved within the pocket.

Manufacturer narrative:
The event of ipg repositioned and replaced was reported to abbott. The patient's ipg was replaced and repositioned due to discomfort. The ipg was electively replaced due to the age of the battery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.